Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Although the malfunction code was resettable, the customer could not perform the reset due to not having the charger, and it was noted that the customer was out of warranty. No additional actions or outcomes were reported.